Manufacturer narrative:
H6: investigation summary no samples nor pictures were received for the investigation. A device history review was conducted for lot number 1909105. 20 retained samples from c100-o lot 1909105, 30 secondary IV sets, 15 baxter 500 ml IV bag and 15 fk 250 ml IV bag sodium chloride IV solution bags were requested for testing following the testing procedure included in the protocol issued. After testing, all samples meet acceptance criteria. Since no potential manufacturing issues were found, results from lot release testing on c100-o lot 1909105 meet acceptance criteria, the root cause cannot be established at this time.

Event description:
It was reported that an bd phaseal optima infusion adapter (c100-o) had a separated infusion adapter and mating component. The following information was provided by the initial reporter: "both of my examples occurred within the pharmacy mixing area. In one instance the medication was being mixed inside the hazardous hood. The technician was adding cisplatin to the IV bag and the c100 fell out of the bag and we experienced a small chemotherapy spill inside of the hood. The second example the c100 became separated from the IV bag when after it was mixed and placed inside of a chemotherapy transport bag. Chemotherapy mixing was completed, final product was placed into the transport bag, and when the pharmacist went to add the second medication to that transport bag, the c100 had fallen off and chemotherapy was leaking inside of the transport bag. I have also had the c100 fall out of our pvc free bags when I was putting the final product into the transport bag."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an bd phaseal optima infusion adapter (c100-o) had a separated infusion adapter and mating component. The following information was provided by the initial reporter: "both of my examples occurred within the pharmacy mixing area. In one instance the medication was being mixed inside the hazardous hood. The technician was adding cisplatin to the IV bag and the c100 fell out of the bag and we experienced a small chemotherapy spill inside of the hood. The second example the c100 became separated from the IV bag when after it was mixed and placed inside of a chemotherapy transport bag. Chemotherapy mixing was completed, final product was placed into the transport bag, and when the pharmacist went to add the second medication to that transport bag, the c100 had fallen off and chemotherapy was leaking inside of the transport bag. I have also had the c100 fall out of our pvc free bags when I was putting the final product into the transport bag."